Manufacturer narrative:
It has not yet been indicated by the customer whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. This report is number 1 of 4 mdrs filed for the same patient (reference 0001822565-2017-07565 / 07566 / 07567).

Event description:
It is reported that a spacer was implanted during a knee arthroplasty 1st stage revision. The patient opted not to progress to a 2nd stage revision. However, instability developed and necessitated a revision to remove the spacer fifteen days following implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.